Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump went into threshold suspend when the customer's blood glucose level was not low. Customer's sensor glucose reading was 40 mg/dl but his blood glucose level was 210 mg/dl. The customer received a calibration error alarm. He used the sensors for more than 6 days. The device was not returned.